Manufacturer narrative:
Pr 9609235 ¿ follow up MDR for device evaluation and correction event date corrected four photos of a 1 ml syringe were received by bd. A quality engineer was able to review the photos from lot number 9322089 regarding material number 309628. All four images show a loose syringe with a scuff mark on the barrel causing the print to be scraped off, with two of the photos showing an unknown vial included in the image. Three of the images are close-up shots that show the scrape to go thru the scale markings at the 0.1ml graduation area. The condition observed is non-conforming per product specification. Potential root cause for the damaged barrel and missing print defects is associated with the assembly process. As a potential root cause could not be established and the manufacturing process of the customer and the materials used are unknown corrective actions are not necessary at this time. A device history record review was completed for provided lot number 9322089 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Event date corrected

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok barrel cracked. The following information was provided by the initial reporter: "the syringe cracked, everything came flying out." On 08jan2024, the reporter, who is the hcp office staff, phoned regeneron medical information and reported the following event. The office staff reported: the doctor was about to give the injection and the syringe cracked, everything came flying out. It was the included syringe in an eylea vial kit. There was no adverse event and no missed dose. The product is available for return. The gtin and s/n were not available at the time of the call. A product replacement was requested for 1 eylea vial. On 08jan2024, medical information received a photo of the suspect product via email. No additional information was available at the time of this report. --------------- version 2 (mluong): on 11-jan-2024, the reporter called, stating that ups is attempting to charge her $10 on the return label of the retrieval kit. The hcp provided the tracking number for the returns label, which is (B)(4). Medical information emailed returns for further guidance. No additional information was available at the time of this report. 1. Could you provide a photograph that includes the lot number? Yes a.if yes, would you please send it to product.complaints@regeneron.com 2. Were non-supplied components used in preparing/administering the dose? No a. If yes, what was used? (Brand & item #) 3. Was the tamper evident seal present on the carton? Yes 4. Was the tamper evident seal intact when the product carton was received? Yes 5. Was the shipping container damaged? No a. If yes, what part of the shipping container was damaged? 6. Was the product carton damaged? No a. If yes, what part of the carton was damaged? 7. Specify which component was damaged: syringe 8. Was the damaged noted: after the dose was withdrawn item#309628 lot#9322089